Event description:
The user facility reported that water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a hole in the vacuum pump casing. The technician repaired the unit, ran a test cycle and confirmed it to be operational; no further issues have been reported.